Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: plastic seal is damaged. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
The results of the additional evaluation are as follows: two reasons of this failure could be detected: erosion and mishandling of the product. Based on the analysis, a manufacturing fault can be ruled out as the manufacturing documents where reviewed and no discrepancies to the specifications where found. No product fault could be detected.